Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient's age is unknown, but was a male. The target lesion was the left circumflex. The vessel's calcification and tortuousity was unknown. There was 90% stenosis. Femoral approach was chosen for the procedure, which was an elective case. The target lesion was crossed with a neos fielder guide wire. Balloon angioplasty with a magna balloon was conducted, and then a 2.5x28mm cypher stent (lot i1106051) was implanted at the target lesion (inflation time and pressure were unknown). After placing the stent at the target lesion, the physician attempted to retrieve the unit from the patient, but the physician had felt the balloon stretching and the stent delivery system (sds) became stuck and could not be retrieved. Therefore, the physician inflated and deflated the balloon repeatedly in order to withdraw it into the guide catheter, and then he was able to retrieve the sds slowly even though he felt friction. There was a possibility that the sds became stuck with the stent strut or in the coronary artery because of the tortuousity. There was no reported patient injury.